Manufacturer narrative:
Correction and additional information: b5: additional: subsequent follow up information received from the surgery center confirms that there was no patient contact. Additionally, there was no patient injury and no intervention was required. The procedure was completed using another lens of same model and diopter. Upon reviewing the complaint folder, it has been confirmed that there was no patient contact. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2021-08214. Device evaluation: product evaluation was not performed because the product has not yet been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed one complaint which was coded for haptic damaged which is not related to the complaint issue of this investigation. Therefore, no escalations are necessary. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor saw a rip in the intraocular lens (iol) when he went to insert the lens into the patient's operative eye. There was patient contact and the procedure was completed using a replacement lens. No further information was available.